Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for accu tni and a result of 17.35ng/dl was obtained initially and 0.64ng/ml upon repeat. The sample was re-centrifuged and then retested for accu tni, and a result of 0.10ng/ml was reported out of the lab. The re-centrifuged sample was retested once more and a result of 0.09ng/ml was obtained. The erroneously elevated result was not reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. A system check performed a week prior failed partially and passed upon repeat. The specimen was collected into a lithium heparin tube and was centrifuged at 3,000 rpm for 6 minutes. A field svc engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing which failed. The fse replaced aspirate probe peri-pump tubing and then repeated the diagnostic testing with good results. The fse conducted a carryover testing which failed. The fse aligned sample probe and repeated the carryover testing and obtained passing results. The fse verified the repair per established procedures. Although the fse noted hardware issues, pre-analytical factors may have also contributed to this event. However, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.